Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. The stent remains in the patient. There was no reported product deficiency. The reported angina, mi, thrombosis and stenosis are listed in the product instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design, or labeling. It was reported that the xience stent was direct stented (without pre-dilatation of the lesion). It should be noted that IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported event as the patient effect did not occur until approximately two years after the initial procedure.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the distal right coronary artery (rca) with one xience v stent. On (B)(6) 2011 the patient was re-admitted with chest pain and was found to have an st myocardial infarction (mi). Angiogram found stent thrombosis requiring thrombectomy and a bare metal stent in the rca. The symptoms resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no additional information provided.